Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, self, and excessive no delivery tests. No excessive no delivery or signal too low alarms were noted; however, several displayable history failed alarms were found in the alarm history due to a corrupted history file. The device was also received with a cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
Customer reported via phone call that the insulin pump has been alarming with no delivery and under-delivering insulin for the past six weeks. The patient's blood glucose at the time of incident was between 200 mg/dl and 300 mg/dl. The customer stated that the insulin pump will deliver insulin until the reservoir is halfway depleted and then cease delivery. Troubleshooting was initiated for the under-delivering issues. The customer checked her alarm history and found an excessive no delivery alarm, a signal too low alarm, a displayable history failed alarm, and multiple no delivery alarms. The customer also mentioned that her pump was off for two months for a heart surgery and that the battery was removed for those two months. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.